Manufacturer narrative:
(B)(4). The customer could not be reached to obtain the sample or lot number. A follow-up report will be filed if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was confirmed and the cause was identified as a loose connection. A batch review was not performed as the lot number was unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and 2367 alarm with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was connected when the alarm occurred. The technical service representative (tsr) explained the alarm and advised the hp to cycle power to clear the alarm. The hp would discard the supplies and finish with manuals. Per the hp, the solution bag connection was loose. The hp would contact the nurse regarding the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.